Event description:
Pt admitted for an av fistula embolectomy. Embolectomy catheter balloon checked and intact prior to procedure. Catheter inserted. Observed under fluoroscopy to inflate. Catheter removed post-procedure and upon removal it was inspected and it was noted that no balloon was attached. The sheath utilized intra-procedure was inspected for evidence of possible retained balloon, balloon not found. A distal angiography to identify embolus a retained material neither were noted.